Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23274. It was reported that the patient presented to the clinic for a follow up. Interrogation show the patient's atrial and ventricular leads were sensing noise. Programming changes were made to both lead's sensitivity. There were no patient consequences throughout.